Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter displayed an ¿error 1¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at noon. The patient manages his diabetes with novolog insulin and lantus insulin. It is not known if the patient made changes to his usual dose of medications at the time of the reported issue; however, on (B)(6) 2014, the patient reportedly decreased his usual dose of medications. One day after the start of the alleged issue, the patient claimed he felt symptoms of weak, shaky, sweaty and clammy. The patient treated himself with novolog insulin and lantus insulin (amounts not specified). The patient denied testing with another device. The reported issue was not resolved at the time of the troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/22/2014), the patient¿s meter has been returned on 9/25/2014 and evaluated by lifescan product analysis on 10/7/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption, which was corrected upon rewriting parameters. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.